Event description:
A package of kitner sponges were opened and placed on the sterile field. After being handled per routine surgical technique, the blue radiopaque ring on the kitner fell off on to the patient's thyroid.